Event description:
It was reported that during a lap colectomy procedure, the hand activation button did not work. Used a new device to complete the procedure. No pt consequence.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.